Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the atw35 was hard to fire. There was a little bleeding noticed at the staple line. The surgeon thought the vein was fine but post-op the pt's hemoglobin dropped form 14 to 5. The pt was given a blood transfusion and is now fine.